Manufacturer narrative:
The aic device was received for evaluation. Upon completion of the investigation a supplemental will be filed.

Event description:
The complainant reported that the automated impella controller (aic) did not detect the purge cassette. Several purge cassettes were tested without success. The console had to be exchanged and the issue resolved. There was no patient involvement.

Manufacturer narrative:
The investigation for the aic-purge disc/flag issues has been completed. The console was returned for evaluation. Purge disc flag was found to be broken (missing at the blue purge disc retainer). Clinical staff reported that the aic was unable to detect the purge cassette but after reviewing the logs it was determined that they likely meant to report that the purge disc could not be detected. Data imc logs showed no signs of the aic having trouble detecting the purge cassette. However, the data imc logs did have evidence of the console having trouble detecting the purge disc (numerous purge disc not detected alarms). The root cause of the observed issue was a broken purge disc flag. Added- h6 impact code 4629 g1-corrected MFR site name and address.